Event description:
Pt is a tech in the cardiac catheterization laboratory. He was exposed to radiation from the lead in the protective lead apron. The aprons were worn approx 30 hours. The radiation physicist stated the radiation exposure was low energy beta admitter.